Event description:
It was reported that smoke was coming out of the wrist of the monopolar curved scissors instrument (mcs), which had a tip cover accessory attached to it. No additional information was provided. No patient harm, adverse outcome or injury was reported. The following medwatch report listed below was also sent to the FDA as it relates to this event. #2955842-2008-00001.

Manufacturer narrative:
The tip cover accessory was returned and evaluated. Per the customer reported complaint, engineering observed the tip cover to have a .020" x .035" oblong hole in the silicone, located .260" above the sleeve to silicone interface. The hole exhibits localized melting at the outer surface of the silicone, indicating electrical energy arced through the silicone. The tip cover may have had a cut from an instrument collision at the hole site, which would weaken dielectric strength of silicone and create a path for arcing. Evidence of the cut may have been removed by the arcing. The monopolar curved scissors instrument returned with tip cover did not have any obvious anomalies that would cause hole.